Event description:
The customer rec'd a blood glucose result of 285 or 252mg/dl. The customer called their doctor and he put pt on new medications. 4mg avandia and 5mg glucotrol. The customer started feeling worse and went to the emergency room. They did not check blood glucose. A cat scan, MRI, and blood work were performed. The customer was admitted for 2 days. The customer was taken off of new medications and was released. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.